Event description:
Customer called because she felt that a reading of 128 was too low. Customer service found that the contour meter was in mmol/l instead of mg/dl. Customer stated that she had not changed her medication based on this result. Customer service assisted her in resetting the meter back to mg/dl.